Event description:
The device stopped functioning properly. There was a pop sound and pressure was released, causing the pressure of gas flowing into the abdomen to decrease. Without the appropriate gas pressure in the abdomen the physician had poor visualization while trying to sew kidney.